Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily tortuous. Reportedly, the unknown supera peripheral stent system self-expanding stent overshot the lesion by over 5 cm when there was no evidence of significant elongation/stretching of the stent. The local representative said that the sfa was very difficult, tortuous and was hard to get a nominal deployment. There was a very good pre-dilatation and the outer markers were difficult to see to get accurate placement. Patient had a poor recovery and is posted for amputation shortly. No additional information can be provided at this time.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: the supera was deployed in the target lesion, but extended proximally by 5 cm as the operator did not magnify the image 3 times as per the IFU. This did not cause the patient to go to surgery for amputation as this was already planned and occurred on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The instructions for use states: increase magnification to better visualize stent deployment. Maintain increased magnification during the entire stent deployment procedure. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.